Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set tape was not sticking to the skin. Infusion set had been used for few minutes. Patient reported bruise on abdomen site.